Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory alert and presented in clinic for routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent loss of capture. Programming changes were made. The right ventricular lead was tested several times and it was noted that the capture, threshold and sensing were consistent. The good output safety margin was also programmed. The patient was stable throughout.